Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
It was reported that original implant date unknown. Patients hip was done several years ago by dr (B)(6) at (B)(6). Dr (B)(6) was unsure of the exact date. Patient was dealing with some dislocation issues. Dr (B)(6) felt the patient would benefit from a constrained liner. The 56x28 +4/10 degree liner and 28mm +9 head were removed. A +4 neutral constrained liner was trialed with a 36 +9 head. Hip was found to be stable and the real implants were opened and inserted. Closing process began. Doi: unk, dor: (B)(6) 2021 , right hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.